Event description:
A pt reported experiencing inaccurate erratic results with an otbe meter. The pt's blood glucose results were 115mg/dl, 82mg/dl. Tests were done within <10 minutes with a difference of 29mg/dl. Pt did not experience any adverse events. No further info has been reported. Note - the strips the pt is using have been opened for more than 4 months. Customer has not cleaned meter in over 3 yrs.